Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a documented glucose of 57 mg/dl, followed by overtreatment with oral glucose gummies leading to rebound hyperglycemia and subsequent lows; education on stepwise treatment with one gummy and reassessment after 20 minutes, repeating once if still below 70 mg/dl, was provided. Symptoms included hypoglycemia. Outcomes included no emergency care, hospitalization, or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions and suggested user management of hypoglycemia contributed to the reported cycle of lows and highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.